Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. The generator interface board was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported intermittently the system failed to display an image. Rather, a blackened image was displayed. There are no reports of pt injury or death associated with this event.